Event description:
It was reported that during implant procedure, the left ventricular lead had dislodged. The lead was not used and replaced successfully. The patient was in stable condition throughout the event.

Manufacturer narrative:
Analysis was normal. No anomalies were found.